Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not available for evaluation. Retain product was tested and found to be within specification.

Event description:
It was reported that a doctor overfilled a root canal with ah-26 root canal filling material. The patient experienced paresthesia from their lip to the chin. The doctor revised the root canal filling to alleviate the patient's symptoms.